Event description:
Procedure type: lower anterior resection. According to the reporter, after firing and deploying the device, a leak occurred on the left anterior colon. A permanent colostomy was performed due to no more margins being left to fire staples again. Or time was also extended. Patient condition unknown.